Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va03knf, implanted: 2012-(B)(6), product type: lead. (B)(4).

Event description:
It was reported that the patient had not been able to adjust stimulation. The patient reports display showing "call your doctor" icon. A por (power on rest) condition was reported. She noticed this message the day of call when she went to check her device. The patient reports a loss of therapeutic effect. For the past 6 weeks she had been going constantly and had been losing weight because of it. She had also been sleeping a lot. About 6 weeks ago she also dropped something on the floor and when she stood up, she banged her bottom on the door knob. She had a bruise there for a couple weeks and was wondering if it's possible she broke a wire. It was later reported that the patient was supposed to have surgery to have the battery replaced "or whatever" and the patient had a discussion with manufacturer representative about how different things may had drained the ins (stimulator) battery too quickly, like for example her husband's electric scooter. It was later reported by the representative that the patient¿s ipg (stimulator) was replaced on (B)(6) 2015. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reports that there was a fifty percent or greater symptom reduction. The cause of event was determined and it was unknown if device related. No reprogramming was needed. The patient had an accident at work, and hit the neurostimulator battery. Thereafter the device was not working. It was reported that the cause of the por was not determine and the device was completely blank per patient. Manufacturer was contacted to trouble shoot but the battery needed to be replaced. The patient experienced a loss of therapeutic effect and it was noted as gradual. The patient also experience a loss of stimulation and it was noted as sudden. The patient was not recovered and symptoms/issue were ongoing.